Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked lcd window and missing o-ring reservoir tube. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
Customer reported via phone call, they had changed the reservoir and noticed the reservoir compartment was damaged. Customer's blood glucose was 139 mg/dl. Customer stated when they changed the reservoir they noticed a little black o-ring come out and half of the plastic was broken. Troubleshooting was performed. Damage was noted as plastic was cracked. The damage was located at the top of the reservoir compartment. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be replaced. The insulin pump was returned for analysis.